Event description:
Customer reported a problem with the buttons not responding. Customer stated that she tried to do a battery change, but the insulin pump alarmed after inserting a new battery, and the buttons would not respond to allow for clearing of the alarm. Customer's blood glucose at the time was at 174 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a reset error due to a broken solder joint on the interface board. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.